Event description:
The customer contacted physio-control to report that their device would power off after performing its self-test. It was also observed that the service indicator was illuminated. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). It was later confirmed by the customer that due costs, they have decided to decline the repair of the device. The device has been removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.